Event description:
A nurse reported that during a vitrectomy procedure the surgeon experienced a 2-5 minute delay when switching from fluid to air infusion. He had a stopcock in between the check valve and the cannula; any time he had a delay he had to open the stopcock to have air pressure. The surgeon was able to complete procedure without patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).